Manufacturer narrative:
Reported event of premature separation and connection problem were not confirmed. Final analysis found no anomaly on the helix. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturing reference number: 2017865-2023-25309. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. Prior to the procedure, it was noted that the physician had difficulty docking the lp on the catheter. Once the lp was docked and the device was inside the patient, the lp prematurely separated from the catheter. When the delivery catheter was removed, it was noted that the tethers had broken. The lp was removed with a retrieval catheter. There were no patient consequences.